Event description:
According to the reporter, during a laparoscopic hernia procedure, after mesh implant, there were difficulties loading the reload onto the handle, pressing the "push to reload" button and navigating the lock and unlock button. The surgical time was extended for 30 minutes or more but there was no adverse event due to the delay. New instrument was used to complete the case and resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.